Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping the infusion set tubing came apart, where it was connected to the quick release. Reportedly, the blood glucose level was 15.9 mmol/l and the infusions were used for a couple of hours. The site of the infusion was patient's leg. The infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.